Event description:
It was reported that during a procedure to treat a calcified, moderately stenosed (78%) lesion in the mid superficial femoral artery, the protege ef stent was advanced and resistance was encountered. The stent failed to deploy normally when it was ready to be released in the body. The stent was subsequently removed from the patient and replaced with a new stent to complete the surgery. No patient symptoms, complications, adverse events, infections, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: the customer returned 4 images for evaluation. Image 1 and 2 depict the protégé everflex device with the grips pushed together, and the stent partially exposed. Image 3 depicts the distal end of the protégé everflex device, with a portion of the stent exposed. Image 4 depicts the strain relief of the protégé everflex device, the size on the strain relief matches the size recorded on the complaint file, also the stainless steel push rod can be visualized. Additional information: the thumbscrew/lock-pin was checked for securement prior to procedure. Severe resistance was noted during advancement. The thumbscrew/lock-pin was removed prior to attempted deployment. No intervention was required for removal of the device. The device was safely removed from the patient. The stent was partially released with stent struts exposed/visible on removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin tightened. A section of the stent was observed to be exposed and the handle grips were pushed together in the deployed state, the stent was confirmed from the strain relief, approx 5mm of the stent was exposed, the blue outer sheath was noted to be able slide on the stainless steel push rod, the strain relief was removed from the device, and it was noted that the blue outer sheath had come away from the glue fillet, the stent was manually deployed, and the stent was measured as 150mm with dried biologics present, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 25mm and 27mm from the distal end of the stainless steel hypotube,; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.